Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The proglide device was flushed prior to use. Reportedly while in the anatomy, blood flow was slow and not pulsatile. The device angle and position were adjusted but unsuccessful. The device was removed. Re-flushing was attempted but unsuccessful as fluid did not exit the marker. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. When attempting to close, the suture was accidentally cut [separated] while attempting to push the knot down. The vascular surgeon was called in at this point to place manual sutures to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident for this product was not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely accidental cut of the suture by the physician caused the reported suture separation with the subsequent treatment of manual suture placement. There is no indication of a product quality issue with respect to manufacture, design or labeling.